Event description:
It was reported that the patients ipg was painful in the back. The patient underwent an ipg relocation procedure and was doing well postoperatively. Nothing was removed or added.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.